Event description:
Allegedly the patient was revised due to mom complications: evidence of metallosis from imaging and lab results. Note: during the procedure, dr. (B)(6) noted, "upon capsulotomy, large sterile effusion was encountered. I exposed the joint, significant corrosive type tissue was noted and complete debridement was performed. Attempted to disengage the modular neck from the stem, but was unable to remove the short neck. Left in place. There was no significant corrosion or damage to the morse taper. I removed further hypertrophic tissue and necrotic tissue on the femoral side. At that time dr. Firestone exchanged the head and added a poly insert to avoid a metal-on-metal articulation.